Event description:
It was reported that during a drug eluting stenting procedure, stent damage occurred. The physician attempted to cross an unknown lesion with a 3.5 x 8 mm taxus express2 stent. The stent would not cross the lesion. The physician then dilated the lesion with a balloon and attempted to cross the lesion once again. When the physician pulled the stent out, he noticed that the struts were raised. The procedure was completed with a different stent. There were no patient complications and patient condition was noted as ok.